Event description:
It was reported there was difficulty placing the left ventricular lead in the coronary sinus. Balloon contrast venography ultimately performed which was complicated by likely perforation with catheter tip with contrast seen in the pericardial space. The patient was monitored along with echos and a chest x-ray taken. Reported as resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Without a lot number or device serial number, the manufacturing date cannot be determined. If additional relevant information is received, a supplemental report will be submitted.